Event description:
It was reported the patient is without stimulation coverage due to ipg battery depletion and has pain at the ipg site. Reportedly the patient has new pain in her lower back. The physician removed and replaced the ipg and added an additional lead for the lower back pain. Reportedly the patient has effective stimulation coverage.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.